Manufacturer narrative:
Age at time of event: 80's. Event date was estimated. Device evaluated by MFR: returned product consisted of a jetstream xc-2.4 atherectomy catheter. The device was visually examined for any shaft damage and the functional testing of the device was completed. The device showed no damage. Functional analysis was done by completing the setup procedure and completing aspiration testing of the device. The device is tested by using a 100ml beaker of water. The devices tip is submerged in a beaker of fluid and the device is run for a period of 1 minute. The final milliliters of fluid that the beaker shows after the 1minute run time is subtracted from the starting milliliters and the final number is the total that was aspirated (100ml-60ml= 40ml). The minimum amount of fluid that is aspirated per the test procedure specification sheet is 30ml per minute and the maximum is 56ml per minute. Test results showed that this device did perform as designed, withdrawing 40 ml of fluid in the 1minute time frame. Inspection of the remainder of the device, revealed no damage or irregularities.

Event description:
It was reported that there was a loss of aspiration. A 2.4mm jetstream xc catheter was selected for a patient atherectomy procedure in the left superficial femoral artery. Inside of the patient, after running for a few seconds during the initial run of the device, the device lost aspiration and wouldn't work. The procedure was completed with another of the same device. No patient complications were reported. The patient condition after the procedure was fine.

Manufacturer narrative:
Age at time of event: 80's. Event date was estimated.

Event description:
It was reported that there was a loss of aspiration. A 2.4mm jetstream xc catheter was selected for a patient atherectomy procedure in the left superficial femoral artery. Inside of the patient, after running for a few seconds during the initial run of the device, the device lost aspiration and wouldn't work. The procedure was completed with another of the same device. No patient complications were reported. The patient condition after the procedure was fine.